Event description:
While treating a pt with the infant flow system, the user noted that the audible alarms were not functioning even though the visual alarms were. The pt was placed on another infant flow system without any compromise.